Event description:
The caller reported that the 4lpc tracheostomy tube leaked. He thought it was in the pt for less than a month. It was removed and the pt was recannulated with an unspecified tracheostomy tube. It was thrown away and not available for investigation.